Manufacturer narrative:
(B)(4). Date sent: 6/4/2024 d4: batch # unk additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? It was not on tissue. It was locked when the surgeon took it out of the intercostal space. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? They panicked and just opened a new device did the jaws eventually open? No, they did not open. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the stapler wouldn't open. No patient harm.